Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc freestyle libre 2 sensor. The sensor prematurely detached by the customer changing clothes on the same day of wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness. Customer regained consciousness and was able to self-treat with unspecified treatment. No contact with an hcp or third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc freestyle libre 2 sensor. The sensor prematurely detached by the customer changing clothes on the same day of wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness. Customer regained consciousness and was able to self-treat with unspecified treatment. No contact with an hcp or third-party intervention was reported. There was no report of death or permanent injury associated with this event.